Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal tampons would fall apart. Four days after this, she experienced abdominal cramping, fatigue, and nausea. She had a gush of abnormal clear vaginal discharge with white pieces in it. She went to the ER and had tests done. No pieces were found left behind and the physician's assistant gave no diagnosis. She was prescribed antibiotic for the abnormal discharge. She reported the nausea subsided but is still experiencing fatigue and light cramping.